Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power connector) was confirmed. Upon investigation one of the prongs on the unit's power connector was broken off, preventing the battery charger from powering up. The root cause of the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective power connector. The patient received a replacement battery charger.

Event description:
A (B)(6) patient called zoll customer support to report that the power connector on his battery charger was broken. The patient was issued a replacement battery charger.